Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with thickened and prolapsed anterior mitral leaflet (aml), restricted posterior mitral leaflet (pml). A mitraclip ntw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the aml and remained attached to the pml (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was implanted laterally to the slda clip. To further reduce mr, a third clip was implanted lateral to the second clip, reducing mr to trace. There was no clinically significant delay in the procedure. The patient was reported to be discharged on the following day.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.